Event description:
Procedure performed: unknown. Event description: complaint 1 of 2: (B)(4) [report ID: (B)(4)], complaint 2 of 2: (B)(4) [report ID: (B)(4)]. [Translation] 2 trocars snagged after a certain operating time: significant difficulties in inserting tools, handling and removing optics. Consequences: insecurity for the patient and the surgical team, increased consumption of trocars, longer operating time and therefore longer anaesthesia time. Additional info received from an applied medical representative via email on 04sep24: updated event date. The field team is trying to get in contact with the surgeon with outstanding questions. Type of intervention: changed a new trocar. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of drag force could not be replicated or confirmed as event unit passed relevant testing and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). [Translation] 2 trocars snagged after a certain operating time: significant difficulties in inserting tools, handling and removing optics. Consequences: insecurity for the patient and the surgical team, increased consumption of trocars, longer operating time and therefore longer anaesthesia time. Additional info received from an applied medical representative via email on 04sep24: updated event date. The field team is trying to get in contact with the surgeon with outstanding questions. Type of intervention: changed a new trocar. Patient status: no patient injury or illness was reported.